Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the advanced instrument log for the stapler 30 straight-tip instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show that the instrument was installed 12 times, and it fired 12 reloads (3 blue followed by 9 green). The instrument's 9th firing (green reload) resulted in a firing failure at 61% completion. All other firings were completed. This instrument had 6 incomplete clamps in 18 clamp attempts, however, the install with the partial fire did not have any incomplete clamps. The system logs show an error indicating a firing failure with this instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, a stapler 30 instrument incurred a partial fire, resulting in a small hole in the lung that the surgeon repaired. The surgeon believes that a reload malfunction was the reason for the injury. The staff replaced the reload and used the same instrument to continue the procedure as planned. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.